Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history review for lot was reviewed and no anomalies were noted.

Event description:
An event involving a jelco viavalve IV catheter reported that during the second intravenous (IV) insertion attempt by an advanced IV starter, the IV device malfunctioned after blood return was obtained. The needle and a small plastic component became lodged within the IV hub, preventing use of the IV for bloodwork or fluid administration and requiring removal of the device.